Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that there was a button active which prevented the system from booting up. Review of the log file shows various errors related to emergency stop active and emergency power active. Upon troubleshooting, rse assisted customer to perform a full shut down using the circuit breaker and found several circuit breakers in the cabinet were tripped. The customer proceeded to reset both the main circuit breaker and the cabinet breaker to restore system functionality; however, they were still unable to perform x-ray exposures. It was then noted that the philips 4400 ups was operating in bypass mode. To resolve the issue, customer restored the ups to run mode and rebooted the system. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that there was a button active which prevented the system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.